Manufacturer narrative:
Per the tandem user guide: if exercise is active at the time sleep is scheduled to start, sleep will not begin. Once exercise is turned off, you need to manually start sleep or wait until the next scheduled sleep cycle. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl, which was addressed by consuming glucose tablets. Customer had not known that exercise mode being on would prevent sleep mode from activating as scheduled, leading to low bg. Tandem technical support educated customer and advised them to consult with their healthcare provider regarding pump settings.